Event description:
Pitocin infusion started on patient at 2 cc per hour. Approximately 2 minutes later, patient complained of flushing. Caregiver noted fluids dripping in drip chamber of tubing at a faster rate than should have been for 2 cc per hr. Pump turned off and fluid still dripping in drip chamber of tubing. Roller clamp closed on tubing and tubing disconnected from pt. Fluid still infusing thru tubing. Pump removed. Fetal heart rate had a brief deceleration but recovered to baseline after the infusion was stopped.